Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device doesn't turn due to a jammed motor was confirmed. It was found that the motor was corroded and runs not constantly. Further, the cable and tissue seal were found to be damaged and the resistance values of the keypad were out of range. The motor, motor cable and the hand control set were replaced and the device was repaired, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor. The corroded motor has a tendency to stick and not turn, hence is responsible for the issue reported by the customer. Also the damage to the tissue seal and motor cable may have been a result of user mishandling of the device, however, given the information provided, we cannot determine a definitive root cause for the same, along with that of the hand control set. A manufacturing record evaluation was performed for the finished device (serial number : 1851m4024r), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by affiliate via phone, the micro tornado hp w handcontrol.doesn¿t turn jammed motor. The arthroscopy procedure was completed with a replacement. No delay. No patient consequences. The device is available to be returned for evaluation.